Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure to treat atrial fibrillation (a fib) an intellanav mifi oi catheter was selected for use. The catheter was taken out of the package, prepped, and inserted for ablation when a high temp warning appeared on the maestro 4000 generator. After this, it was noticed that the handle tubing was broken and leaking from the proximal end. The catheter was exchanged for another of the same model. The procedure was completed with no patient complications. The device is not expected to be returned for analysis.